Manufacturer narrative:
The device has been received for analysis and upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd). A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd). A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did not confirm premature battery depletion (pbd). Visual inspection noted no irregularities. Longevity calculation was not applicable due to elective replacement indicator (eri) and end of life (eol) not triggered; however, it was noted that the battery diagnostics were normal. Further, no problem detected was based on analysis of the returned product. Analysis found no evidence of device defect or anomaly outside the bounds of normal medical use.